Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.00mm x 12mm nc emerge mr, ous was returned for analysis. A visual and tactile examination identified a kink in the hypotube shaft. The kink was located at 53cm distal to the distal end of the strain relief. No break was present in the hypotube. An examination of the inner/wire lumen identified no kinks or damage. The balloon showed evidence of having been inflated and was not refolded. No tears or damage was noted in the balloon material. A microscopic examination of the tip identified that the distal edge of the tip was flared. No tears or damage was noted in the balloon material. Device history record review: this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available and the condition of the returned device. It was reported that a shaft break occurred. Device analysis identified no breaks in the hypotube shaft. The complaint allegation of a shaft break was not confirmed. However, a visual and tactile examination identified a kink in the hypotube shaft. The kink was located at 53cm distal to the distal end of the strain relief. It is not known if the kink occurred during the procedure or during device handling post procedure. The kink is consistent with excessive force having been applied to the shaft. Further examinations of the device identified that the distal edge of the tip was flared. It is likely that this damage occurred during attempts to advance the device through patient anatomy. No other damage was observed along the device.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the shaft broke. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the shaft broke. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.